Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had coupling and or communication issues between the implantable neurostimulator (ins) and the recharger. The patient was seeing the power-on-reset por message on the recharger. The patient met with a company representative because the patient was unable to recharge ins. An ins over discharge was suspected. It was stated that the patient was 'seeing boxes on the recharger but was not getting any of them shaded.' The company representative was able to 'easily' start recharging the ins with the clinician programmer and cleared the por message. The clinician programmer indicated that the ins was in discharge, but a physician-mode-reset was not necessary to initiate recharge. The patient charged the ins to 25% in the clinic. Impedance testing was done and all impedances were 'fine.' Reprogramming was done to provide group adjustments. It was stated that the patient has been recharging more than expected. The patient typically recharged every 28 days, but now has to recharge every two weeks. There were no abnormal impedances or increase in settings to account for the increase in recharging sessions. An antenna-locate (al) assessment was attempting but did not work. This may have caused the por message on the recharger if the ins was in a discharged state. It was also reported that the patient was unable to adjust stimulation with the patient programmer. The patient programmer display was showing the 'call your doctor' icon, error code 606. It was suspected that the cause of the code was due to recharger interference. Two days later it was reported that the 606 error code might have been due to the recharger antenna being pulled away from the ins. The por was most likely occurred when the patient was using the al feature. The patient's symptom was a loss of stimulation. The patient was receiving effective therapy after meeting with the company representative and recharging the ins to 25%. No further information was provided.